Event description:
General report received of an unspecified number of undocumented incidents of while devices were operating on battery power, the devices powered off on their own with an inadequate response time. The customer contact reported that on unspecified dates and times, in the post anesthesia unit (pacu), the devices were programmed to deliver unspecified medications. And the deliveries were started. No specific programming parameters were provided. The customer contact indicated that the devices were plugged into the ac power outlet for an unspecified length of time. It was reported that when the devices were unplugged from ac power so the pts could be transferred to the intensive care unit (ICU), the devices powered off within seconds. There were no reports of any adverse pt events and no reported delays of critical therapies while the devices were in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.